Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements for an unspecified reason. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.